Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Were there any patient factors that contributed to the event? Malnutrition, diabetes, immunocompromised? 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess removed? 9. Has any surgical or medical intervention been performed? 10. What is physician¿s opinion as to the cause of this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 12. What is the patient¿s current status? 13. What is the users experience w/ surgicel fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior lumbar discectomy, decompression, bone graft fusion, and internal fixation procedure on (B)(6) 2026 and absorbable hemostat was used. The patient actively completed relevant examinations after admission and underwent surgery after ruling out surgical contraindications. The doctor used absorbable hemostatic gauze during the surgery, and the surgery went smoothly. After the surgery, anti-inflammatory treatment (100ml of 0.9% sodium chloride injection+intravenous infusion of cefazolin sodium 4+72g bid), pain relief, swelling reduction, and stomach protection were given. The patient's skin was delicate, and the wound healing was poor after surgery. There was fat liquefaction at the lower end of the incision. Re examination of blood routine+full cycle c-rp (whole blood): red blood cell count 3.62 10 ^ 12/l , hemoglobin 109.00g/l ; serum albumin measurement (serum (venous blood collection): albumin 36.6g/l . On the 17th day after surgery, the patient's skin was delicate and the wound healing was poor. There was fat liquefaction at the lower end of the incision. The patient underwent lumbar debridement and negative pressure drainage again, bacterial culture was performed, and antibiotic resistance and dressing change treatment were continued. Postoperative treatment includes anti-inflammatory measures (100ml of 0.9% sodium chloride injection+intravenous infusion of cefazolin sodium 4+72g bid), pain relief, swelling reduction, and gastric protection. Intraoperative collection of exudate and tissue for general bacterial culture and identification (tissue fluid) showed pseudomonas aeruginosa. According to the consultation opinion of the pharmacy department, cefotaxime 2.0g ivgtt q6h combined with levofloxacin 0.75g ivgtt qd was given anti infective treatment. The patient was advised to strengthen nutrition, consume high-quality protein diet, improve their nutritional status, enhance their resistance, regularly review liver and kidney function, blood routine, crp, pct related examinations, and closely monitor wound healing. On the 46th day after surgery, the patient was discharged with a diagnosis of lumbar infection, poor wound healing, and incision fat liquefaction. Continue wound dressing treatment after discharge. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.